Manufacturer narrative:
A ge service representative performed an on site investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The cmos battery on the gib board was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and would shut down without command of the operator. There is no report of a patient injury or death associated with this event.